Event description:
It was reported that the lighting of the pump touchscreen was extremely dim despite the setting being at max brightness, causing the customer to have trouble reading the pump screen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.